Event description:
It was reported to philips that the device has a therapy knob failure. There was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) evaluated the device and confirmed therapy switch issue. The device needs a therapy switch. Upon conclusion of the evaluation, it was determined that the therapy switch requires replacement. It was replaced. The device passed testing and was put back into service.